Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had black display, frozen display and unexpected restart alarm. Customer blood glucose level was 221 mg/dl at the time of the incident. Customer unable to perform troubleshooting because of shortness of breath. Customer was out of pump for more than 2 weeks. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Insulin pump was programmed and monitored for 3 days. No frozen screen, blank display, display anomaly/black dots on the display or unexpected restart alarm noted. The time advanced properly during testing. Insulin pump responded properly to button presses. No unresponsive buttons noted. No damage noted on the keypad traces. Insulin pump had cracked reservoir tube lip.